Event description:
The dental implant fx4312mlc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month and 10 days after implantation. The patient has no significant medical history. The patient has recovered without complications.